Event description:
Dealer stated that the spree3g wheelchair was brought in for maintenance, discovered that the back cane assembly is bent on the right side. Dealer has no further information on how it happened. The consumer has no idea what happened.